Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hospital and will continue wearing the lifevest. Explanation of and method (other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 07/2011 - reuse. Electrode belt (B)(4): 01/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4)), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Sinus rhythm at 87bpm with motion artifact contributed to the false detection. The pt resides in a skilled nursing facility. The pt was conscious at the time of the event. Staff was present as the pt was being assisted in changing her clothes at the time of the treatment. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hospital and continues wearing the lifevest.